Manufacturer narrative:
The date of event is unknown. Unexpected post operative refraction. Placeholder.

Manufacturer narrative:
All process operations presented in the manufacturing record review from molding to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) was generated when this production order was manufactured. At the diopter inspection operation process the lenses are measured 100% for diopter power, resolution, and astigmatism. The inspection data for the diopter power process at the monofocal bench was reviewed and was found within specification. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Additional information: adverse event and product problem. Required intervention to prevent permanent impairment/damage. Date of event: (B)(6) 2014. Patient had past lasik surgery. If explanted, give date: (B)(6) 2014 lens has been discarded. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor has a patient with a z9002 recalled lens whereby the patient has unexpected post operative refraction in their left eye. The date is unknown when it was determined that the patient was diagnosed with unexpected post operative refraction. The patient is scheduled for a lens explant and replacement on (B)(6) 2014. No further information has been provided.